Event description:
It was reported that the mandarin is difficult to remove.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. On (B)(4) 2014 add'l info was rec'd informing that the sample has been used and re-sterilized. Device was used on a pt however; no physical harm to the pt was reported. Request for add'l pt/event info was requested on (B)(4) 2014, (B)(4) 2014 and (B)(4) 2014. No further pt/event info has been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event (b3) is unk, so the date used was the date convatec became aware.